Manufacturer narrative:
H3, h6: the real intelligence robotic drill tracker rob10014 lot 19lumc002 intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The flat marker connection has snapped at the location of minimum diameter just below the the location where the flat marker attaches to the connector. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is an extremely tight flat marker fit requiring a tool to remove the flat marker and resulting in damage to the flat marker connector. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Care and caution should be exercised during surgical assembly and use of the drill tracker array. Refer to the cori surgical system user's manual for proper handling. This failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Additional information: d3.

Event description:
It was reported that, during cori preventive maintenance, it was found that the drill array's attachment for flat markers was bent. No patient was involved.